Event description:
The baxter field service engineer noted an infusion pump where channel b over delivered during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 01, 2007. Evaluation summary: the reported condition of over delivery was not confirmed during product evaluation. This device was evaluated at the customer's facility on the following month. Channel b of the infusion pump was tested for flow accuracy at 100 ml/hour, channel b passed the accuracy test. The specification of this device is +/- 5%.